Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the batteries on the insulin pump have to be changed every couple days. It was stated that sometimes it turns off and doesn't alert. Blood glucose value is 414 mg/dl; treated with insulin injection. The device has not been dropped, bumped or exposed to moisture. Customer wears the device against his body. Customer stated the contacts on the battery cap are damaged. Nothing further reported.